Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this newly implanted pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,219 ohms. It was noted that the rv pace impedance measurement was 1,400 ohms at implant. Threshold was 1.4v @ 4ms and increased to 1.7v. There was some noise in unipolar that was not oversensed. Additional information received indicated that an echo was performed and perforation was ruled-out. In addition, x-rays did not show any lead dislodgement. It was noted that the patient stayed in the hospital after the procedure due to a previous unrelated diagnosis of pneumonia and pneumothorax. The cause of the out of range impedances was not determined. However, it was noted that current of injury was significant, and impedance measurements were within normal limits at follow up three days later. This pacemaker and lead remain in service at this time. No additional adverse patient effects were reported.